Event description:
It was reported that repeated beeping tones were noted from the implantable device. Upon a data review, it was determined that the shock impedance measurements from the right ventricular (rv) lead were out-of-range (>127 ohms). The data was forwarded to the boston scientific technical services (ts) was contacted and provided thorough recommendations for assessing the rv lead integrity, such as provocative maneuvers, diagnostic imaging, and potential commanded shock testing. It was indicated that defibrillation threshold (dft) shock testing would be performed in the future, but this has not yet occurred. In the meantime, the physician elected to increase the shock impedance alert limit to prevent further beeping. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that repeated beeping tones were noted from the implantable device. Upon a data review, it was determined that the shock impedance measurements from the right ventricular (rv) lead were out-of-range (>127 ohms). The data was forwarded to the boston scientific technical services (ts) was contacted and provided thorough recommendations for assessing the rv lead integrity, such as provocative maneuvers, diagnostic imaging, and potential commanded shock testing. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.